Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information, d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: cardiac myxoma following transcatheter closure of an atrial septal defect,

Event description:
The article, "cardiac myxoma following transcatheter closure of an atrial septal defect", was reviewed. The article presented a case study of a 56-year-old female patient with a history of insulin-dependent diabetes mellitus and hypertension. It was reported that on an unknown date, a 30mm amplatzer septal occluder was chosen for implant. Two years post-procedure, the patient presented with a 3-month history of recurrent episodes of dizziness, vertigo, dyspnea upon moderate exertion, and palpitations. Patient also complained of generalized weakness. Blood work revealed mild anemia and a slight elevation in blood urea levels. Echocardiography revealed a large mobile mass, measuring 6.7 cm, attached to the posterior wall of a dilated left atrium. The mass also protruded through the mitral valve into the left ventricle and was associated with moderate mitral valve stenosis. Cardiac computed tomography (CT) with contrast corroborated these findings, with the lesion measuring 7.2 cm in length and 2.8 cm in width and suspected to be a cardiac myxoma or a vegetation. A subsequent coronary angiogram was performed, which revealed a feeding branch (collateral) leading to a mass in the left atrium, situated near the amplatzer septal occluder. The patient was initiated on a regimen of anticoagulants, heparin, beta-blockers, and antihypertensive medication. A decision was made to perform median sternotomy and pericardiotomy. The 30mm amplatzer septal occluder was explanted along with the lesion mass. The atrial septal defect was surgically repaired with a pericardial patch. Gross examination of the excised specimen consisted of aggregated tissue pieces, appearing gray and brown, demonstrating a soft, fragile consistency with a gelatinous and glistening surface. Histological analysis confirmed diagnosis of an atrial myxoma. Patient had uneventful post-operative course and was discharged on the fifth day. [The primary author was saif sami al-modhaffer, ibn al-bitar cardiac center, baghdad, iraq. The corresponding author was fahmi kakamad, college of medicine, university of sulaimani, sulaimani, kurdistan, iraq, with corresponding email: fahmi.hussein@univsul.edu.iq].

Manufacturer narrative:
As reported in a research article, cardiac myxoma following transcatheter closure of an atrial septal defect. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: cardiac myxoma following transcatheter closure of an atrial septal defect

Event description:
N/a.